Event description:
Following an uneventful novasure endometrial ablation "a little ball of mesh" and a "small strand" were seen remaining in the uterus on post hysteroscopy. This was successfully removed by the physician through the hysteroscope with "grasper". Upon inspection of the novasure device array post procedure, the nurse saw "a small section of the device array mesh that had come off". It was reported there was no injury to the patient. During follow-up on (B) (6) 2009, it was reported that the patient was discharged home following the novasure procedure. During follow-up on (B) (6) 2009, the physician reported the patient has been seen on follow-up and she is doing fine.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. If additional information is received, a supplemental medwatch will be filed. (B) (4).